Event description:
Procedure: total hip replacement. Distal end of "pinnacle impaction handle" broke off during procedure. Surgeon was impacting the distal end of impaction handle with mallet to seat "pinnacle acetabular shell" implant, as per pinnacle surgical technique. Metal end of impaction handle broke off. Potential for metal particles to enter surgical site and potential breach of sterility of internal components of instrument. Surgeon checked for metal debris, none found. Surgery completed with no further delay. It is of note that this handle was recently replaced and has only been used 2-3 times since new.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the metal distal end of the handle break off. Previous investigations found eco416321 was implemented (B)(4) 2013 to change the overall length of the handle and a flared feature was added for the over molded handle, the end scallop features have been replaced with a diamond knurl. The lot number indicates this complaint sample was manufactured in november of 2013; after the design changes. A previous complaint sample with the same failure mode that was also manufactured after the design changes was recently evaluated by the depuy (B)(4) material research department. The evaluation found the fracture of the impactor was caused by low cycle high stress fatigue due to a cyclic bending force applied exceeding the fatigue strength of the material. No material defects were observed in the impactor that could have contributed to fracture initiation and/or propagation to failure. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.